Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge. A replacement cable was sent to the customer. Although confirmation was requested as to whether or not the cable resolved the reported charging issue, it was unable to be confirmed, as no additional information was received from the customer. There was no impact to the customer's blood glucose level.